Event description:
A caregiver reported a high reading issue with the adc device. The caregiver reported sensor readings of 120 mg/dl and 145 mg/dl against built-in meter results of 39 mg/dl and 65 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer required treatment of endovenous glucose by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.